Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
T2 ankle arthrodesis nail case. 4.2mm x 340mm drill bit broke whilst drilling posterior calcaneal screw. Soft bone no resistance against drill felt by surgeon. Another identical sterile drill was opened to complete the procedure, broken 5-6cm of drill bit left in situ. Adverse consequences are that event has resulted in broken end of drill bit remaining in-situ in patients calcaneus & cuboid, as surgeon deemed recovery of said broken drill bit too difficulty. Also resulted in not being able to place a posterior calcaneal screw through the nail, ultimately reducing the intended fixation.

Manufacturer narrative:
The reported event that drill, ao, sterile t2 femur ø4,2x340 mm was alleged of 'instruments - drill - broken' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, some possible root causes are, but are not limited to: breakages due to overload by bending stresses on the device. Indeed, the IFU says: "[...] 'Ensure that you are familiar with the intended uses, compatibility and correct handling of the instrument, which are described in the operative technique of the product system. Please remember that product systems may be subject to alterations that may affect the compatibility of the instrument with other instruments or with implants. For your information, avail yourself of the training courses and publications offered. [...]" Normal wear or fatigue linked to the extensive usage of the device. As a reminder, the IFU states: "note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. See appendix 2 for further details[...] " an inadequate reprocessing of the device. Please refer to the cleaning and sterilization guide. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
T2 ankle arthrodesis nail case. 4.2mm x 340mm drill bit broke whilst drilling posterior calcaneal screw. Soft bone no resistance against drill felt by surgeon. Another identical sterile drill was opened to complete the procedure, broken 5-6cm of drill bit left in situ. Adverse consequences are that event has resulted in broken end of drill bit remaining in-situ in patients calcaneus & cuboid, as surgeon deemed recovery of said broken drill bit too difficulty. Also resulted in not being able to place a posterior calcaneal screw through the nail, ultimately reducing the intended fixation.